Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks after being implanted, the implantable cardiac monitor (icm) patient experienced pocket erosion and the icm was migrating out. The icm was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.